Manufacturer narrative:
Investigation summary: bd had not received samples but photos were provided by the customer facility for evaluation. The photo was evaluated and it was observed that the gel barrier was formed poorly. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, there were some issues observed with the formation of the gel barrier. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photo and retain samples, the customer¿s indicated failure mode for poor barrier separation wth the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had poor barrier separation. This occurred on 5 separate occasions. No serious injury or medical intervention was reported. "The customer indicates that more than 5 tubes have been affected by the gel that is fragmented during the centrifugation, losing its usual morphology. The tubes contain a quantity of fibrin filaments in serum, the tubes spent much more than 30 minutes prior to centrifugation from the moment of extraction."

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had poor barrier separation. This occurred on 5 separate occasions. No serious injury or medical intervention was reported. Verbatim: "the customer indicates that more than 5 tubes have been affected by the gel that is fragmented during the centrifugation, losing its usual morphology. The tubes contain a quantity of fibrin filaments in serum, the tubes spent much more than 30 minutes prior to centrifugation from the moment of extraction."